Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump became hot. There was not temperature alarms and the pump was not charging at the time of event. Customer's blood glucose was in the 300 mg/dl range. Customer continued to use pump for insulin therapy.